Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a tear in the silicone at the junction of the balloon and tubing. A new artificial urinary sphincter was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported tear could affect the functionality of the balloon. Product analysis confirmed balloon tear. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the balloon identified a pinhole leak in the balloon shell at the sphere- adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the balloon component. Product analysis confirmed the reported tear. No product malfunctions were identified in the related pump investigation. Product analysis summary: product analysis confirmed a device malfunction with the balloon component. This damage would affect the functionality of the device. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a tear in the silicone at the junction of the balloon and tubing. A new artificial urinary sphincter was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.